Event description:
Head physician of the hospital, reported to our sales representative, that he was performing a surgery. During this, he observed that the drill hooked into the drill guide and that the guide broke. A replacement was available so that the surgeon could complete the surgery.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.